Event description:
The customer contact reported the device touchscreen needs to be recalibrated. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was found the device touchscreen would not calibrate. No add'l info was provided.

Manufacturer narrative:
A filed svc engineer performed testing and investigation at the user facility. During testing, the device touchscreen did not respond when pressed. The probably cause was the device touchscreen was out of calibration. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.